Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to (B)(6) 2014. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This patient was implanted with 2 leads having the same lot number. The patient reported therapy was lost after she suffered a motor vehicle accident on (B)(6) 2017. As a result, surgical intervention may be undertaken as the next course of action to address the issue.